Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse identified a defective power supply. The cse replaced the power supply and restarted the instrument. However, the reagent compartment did not cool down and the screen turned off. The system was rebooted but did not initialize. The cse replaced the power supply with a new one, and the instrument was operational. The cause of smoke being emitted from the instrument was due to a faulty power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. There was no visible fire, damage to property or delay in reporting patient results. There were no reports of adverse health consequences due to the smoke emitted from the instrument.